Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Needle is cut off at both pieces and was not sent back. Both implants are deformed, apparently caused during contouring during tightening. Conclusion: the relevant dimensions can not be verified anymore because of the deformation and without cutting apart the locking mechanism. Therefore this complaint is indeterminate from a manufacturing standpoint. Function test was performed and the locking mechanism was functional and did lock in one direction as required. Disposition: indeterminate prod development evaluation:two zipfix devices were received on (B)(4) 2013. The investigation showed that the user removed the needles through some bending/twisting actions and this resulted in an increased cross sectional area of the device ends. While inserting the increased cross section into the locking head the locking feature were deformed to such extend that no locking of the device took place and no tension could be applied to the devices. The implant is manufactured to the device specifications. There is no evidence that suggest a manufacturing issue (injection molding) which led to the device failure. Some (B)(4) implants have been sold since launch of the system in february 2011. The current over all device failure rate is (B)(4) and is within the excepted occurrence level as per the systems design and clinical risk management file: (B)(4). Conclusion: the root cause of the device failure is handling of the devices during the application. The system technique guide states that the needle must be removed by cutting it of the device. Disposition: invalid. Placeholder.

Event description:
It was reported that during the closure of a cardiac case on (B)(6) 2013, the locking mechanisms on a sternal zipfix would not lock. The surgeon ended up cutting the device off and redoing the sternal fixation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was received for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.